Event description:
Info received indicates the head of the bed is drifting down over several hours.

Manufacturer narrative:
The tech replaced the coil solenoid on the hydraulic block responsible for the head down function to repair the bed.